Event description:
It was reported that during a hemorrhoidectomy procedure, the device delivered an incomplete staple line. Patient experienced bleeding, but no transfusion was necessary and the case was completed by hand suturing. Patient is doing fine.